Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the raptormite anchor was bent and the anchor was broken. The anchor broke during insertion into the bone hole. Backup raptormite anchor was available. It was reported that there was a 10 min delay. No patient injury was reported.

Manufacturer narrative:
The complaint was visually verified and the root cause was most likely associated with off axis insertion and/or the application of excessive force during insertion. Per the device IFU ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the device history records found no inconsistencies. The device was found to meet dimensional specifications and no manufacturing anomalies were observed.